Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and he had trouble priming because the device was turning off and on. The button error alarm did not show in the alarm history, only battery out limit and failed battery test alarms almost daily. The customer stated that he had received a battery cap replacement but was still having issues. He also reported that insulin squirted out of tubing and empties the entire reservoir during prime. Blood glucose value was 189 mg/dl. He mentioned that he receives frequent failed battery alarms even though the alarm is cleared before inserting the battery. Troubleshooting for the prime anomaly and the customer stated that insulin continued to drip after letting go of the act button. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.